Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/2.5 mm balloon became stuck in the guide catheter upon insertion. The lesion being treated was a calcified, 80% stenotic lesion in the tortuous mid left anterior descending coronary artery. The physician used a 6fr cordis jl4 guide catheter and a choice pt floppy guidewire to cross the lesion. The maverick2 monorail balloon was going to be used to pre-dilate the lesion for placement of a taxus stent. The maverick2 monorail balloon was removed from the pt with the guide catheter and guide wire, and was detached from the guide catheter. The same guide catheter and guidewire were reinserted, and a new maverick2 monorail balloon of the same size was used to successfully pre-dilate the lesion. No pt injuries or complications were reported. Pt status is reported as 'good'. Same case as manufacturer report #6000089-2004-01652

Event description:
The physician used a 7 fr cordis introducer sheath for vascular access. A taxus stent was placed to successfully complete the procedure.